Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed broken via returned device analysis. The reported difficult to remove from anatomy (clip caught on leaflet) and lock line break could not be replicated in a testing environment as the clip caught on leaflet was related to patient/procedural conditions or operational circumstances and the lock line was not returned, respectively. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break. However, the investigation was unable to determine a conclusive cause for the reported gripper line break, clip caught on leaflet, and broken lock line. The reported tissue injury appears to be due to the clip caught on the leaflet. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling. Code: 1157 was removed

Event description:
It was reported that a mitraclip procedure was performed to treat function al mitral regurgitation (mr) with a grade of 4 and a dilated left atrium. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and advanced to the mitral valve. However, while establishing final arm angle (efaa), during gripper actuation, the clip became caught on the anterior leaflet, a perforation of the anterior leaflet was observed, the grippers were not functioning as intended, and the lock line broke. Therefore, the clip was removed from the patient. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.